Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon had been subjected to positive pressure. The device was attached to an encore inflation unit and positive pressure was applied when liquid was observed escaping from a balloon pinhole leak approximately 1mm distal to the proximal edge of the proximal markerband. The balloon material was visually and microscopically examined, and no issues were noted that could have contributed to the damage identified. No issues or any damage was noted along the shaft that could have contributed to the complaint incident. An examination of the markerbands and tip identified no issues that could have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vein. A 5.5-4/4t/40 symmetry balloon catheter was advanced for pre-dilatation. However, when inflation was stopped, the balloon decompressed. Balloon inflation state was could not be maintained and it was suspected that the balloon had ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified vein. A 5.5-4/4t/40 symmetry balloon catheter was advanced for pre-dilatation. However, when inflation was stopped, the balloon decompressed. Balloon inflation state was could not be maintained and it was suspected that the balloon had ruptured. The procedure was completed with a non-bsc device. No patient complications were reported.